Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 491 mg/dl while wearing the pod. Patient's mother stated the adhesive was not secure and the cannula had dislodged from the infusion site (abdomen). As treatment, a new pod was applied and insulin was delivered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle completely retracted. The soft cannula, needle mechanism, and bottom housing were inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The exact cause of the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found that would contribute to a failure of the adhesive pad to adhere. The cause of the reported adhesive pad failure could not be determined. No issues were found that would result in a failure of the device to deliver insulin.